Event description:
During a shoulder stabilization and slap repair, a small piece of metal broke from the end of the arthropierce when trying to pass the anchor suture. Hinged part from the tip broke off. Surgeon was unable to find fragment, either embedded in soft tissue or washed out. A competitor device was used to complete the suturing. No pt info available at this time.

Manufacturer narrative:
Eval of the device showed the movable jaw has broken. A small portion of the jaw remains attached to the shaft and actuator. The distal tip is bent slightly. Device has been forwarded to quality engineer for further eval of the root cause.